Event description:
On (B)(6) 2025, the user reported elevated blood glucose readings following a meal announcement entered as ¿less than usual.¿ the user did not initially respond to device alarms and had recently changed their infusion site. Blood glucose measured 394 mg/dl by the device and 410 mg/dl by fingerstick. The device was delivering basal insulin. Blood glucose decreasing to 390 mg/dl with trace ketones later that evening. On (B)(6) 2025, the user reported that blood glucose had returned to target range and that the device-delivered insulin was lowering glucose levels.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.